Event description:
Philips received a complaint on the patient information center ix indicating that the alarms do not go off on the monitors. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and talked to the users, who indicated that they were referring to the alarms of the "bed to bed" option, indicating that before they could see them at one point but now, they cannot. The users were unable to indicate a specific date of when the issue started. The fse verified that the control panel and the monitors work correctly when the alarms sound. The fse verified that the monitors, mix of mp70 and mx550, also sound correctly detecting alarms. The control panel is correctly configured to use bed to bed, as the top bar for "bed to bed" is checked for the monitors. The fse reviewed the logs and found no significant error regarding this service. The customer was using a customer supplied clinical network. After scanning and filtering internet group management protocol (igmp), there were no results. The fse determined that the issue points to problems with multicast/igmp. Based on the information available and the testing conducted, the cause of the reported problem was a multicast issue on the network. [Multicast is a communication method used in computer networking where data is sent from a single sender to a group of destination devices.] The reported problem was confirmed. The fse advised that the customer's it needs to repair the dedicated virtual local area network (vlan) for the ICU pic ix to get bed to bed back up and running. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).